Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a one touch verioiq meter was reading inaccurately high with control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at an unknown time. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported about 1 week after the issue first occurred, after having nothing to eat or taking medications, she developed symptoms of ¿nervous, shaky and woozy.¿ the patient reported having something to eat or drink at 12pm as treatment at the time of troubleshooting, the cca was able to determine that the patient was using the correct control solution and a retest was within the recommended range. Replacement products were sent to the patient. This complaint is being reported since the patient claims, due to the alleged issue, she was unable to test accurately and therefore developed symptoms suggestive hypoglycemia.